Event description:
The 840 ventilator alarmed and the monitor went blank only giving message of "error" while being used on a pt. There was no harm to the pt. The MFR found that the cpu had to be replaced. Dates of use: from (B)(6) 2011.